Manufacturer narrative:
Reference code (B)(4). Device name as columbus cr/ps. Tib.plat.cemented t4+ serial number n/a. Batch number 52039225. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use (B)(4). Manufacturing date 15.05.2014. Investigation: no product at hand. Therefore an investigation at the device is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with an as columbus tibial plateau. As a result of having the product implanted, the patient has experienced knee pain, difficulty walking, and loosening of the device. The primary. Surgery occurred on (B)(6) 2015 and there was no revision surgery. All available information has been provided at this time; if additional information becomes available the complaint will be updated accordingly. The cement used was unspecified. The adverse event / malfunction is filed under xc reference (B)(4).